Manufacturer narrative:
Concomitant products: 694765 lead, implanted (B)(6) 2007; 419388 lead, implanted (B)(6) 2007. Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the physician expressed concern over shorter than expected battery longevity on the implantable cardioverter defibrillator (ICD) ba?sed on programmed parameters and no therapy history. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.